Manufacturer narrative:
Analysis synthesis: review of the provided expertise files did not confirm the reported error message and did not reveal any elements in the software modules that could explain it. The observed error message was displayed by the windows state and is most likely related to the operating system of the tablet. The root-cause of the problem reported could not be determined. However, it could be related to the tablet itself and result from a malfunction of the tablet's bluetooth. The tablet should be returned to follow the normal repair process, including a re-ghost to restore its initial configuration.

Event description:
Reportedly, after a pacemaker implantation, an error message (code 0x80070426) appeared several times. During programming of the device, this error appeared for a very short time, and then spontaneously disappeared from the screen. The last time, the message appeared when sending the pdf to fysicon. It was the top usb port (blue).

Event description:
Reportedly, after a pacemaker implantation, an error message (code 0x80070426) appeared several times. During programming of the device, this error appeared for a very short time, and then spontaneously disappeared from the screen. The last time, the message appeared when sending the pdf to fysicon. It was the top usb port (blue).